Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01285. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and surgisis were implanted. It was reported that she continued to experience pain, inflammation, bleeding, dyspareunia, dysuria, recurrent prolapse, erosion of her internal bodily tissue, and other injuries following the procedure. On (B)(6) 2010, she had another surgery and the lateral arms of the mesh were excised. On (B)(6) 2010, she had another surgery to insert a bladder neck pubofascial sling, repeat sacrocolpopexy and remove the left proximal arm of the mesh, and surgisis was implanted. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.